Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure wherein all devices were removed and were discarded per medical facility. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Date of event: exact date unknown, event occurred four years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 19929004.